Event description:
It was reported one of the leads migrated and the other one was not able to be programmed high enough to the area needed. The patient reportedly felt stimulation in her ribcage area. A lead revision in april was reported, in which they removed both leads and replaced with a surgical lead. It was noted the leads were still not able to cover the patient's lower back and the patient only felt stimulation in her legs, buttocks, and upper buttocks. The patient was last reprogrammed "about" three weeks prior to report. It was later reported the surgical lead gave the patient great coverage in her legs and buttock, and ¿fair¿ coverage in her back. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 37754, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient&#38112;stimulator was off and never worked for the patient.